Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, a portion of the radiopaque material appeared to be missing at the tip of the esheath+ during removal of the esheath+ post successful valve deployment. The team took x-rays of the esheath+, along with x-rays of the patient from chin to knees to see if any foreign material can be visualized. The team was not able to visualize anything. The patient was taken to the recovery room.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. The device was returned for evaluation. The returned device was visually examined, and the following was observed: slight curvature on both the sheath shaft and introducer. The liner is fully expanded, as designed. The distal tip is open and torn axillary as well as torn along the radial score line with a piece of the tip missing. The distal tip is stretched along the axial tear/axial score line, with stretching present on the soft tip. The slant score line is present. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion. The 3mensio imagery was provided from the site, and the following was observed: tortuous access vessels. Calcification present in the access vessels and near the aortic bifurcation. In this case, reported events of system components separated during use, and distal tip torn were confirmed. The failure modes are characteristics described in the CAPA. While a definitive root cause was unable to be determined, previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, the patient had calcified and tortuous access vessels, respectively. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Tortuous and calcified anatomy can also lead to non-coaxial alignment between the delivery system and the sheath, which may cause resistance during advancement. Additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip and separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.